Event description:
According to the reporter, during procedure, while the guidewire was in patient and catheter was being advanced in patient, there was a resistance with the guidewire and catheter. The nurse practitioner tried to pull the wire back when experiencing resistance and determined that both guidewire and catheter were stuck. The patient was subsequently sent to the operating room to have fully get catheter and guidewire out. Upon additional inspection (after pulling out of the patient), the guidewire was wrapped around the catheter. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.